Event description:
Procedure: laparoscopic colostomy reversal. According to the reporter: no staples came out of the device and a round hole was created to the rectum and descending colon. Prolonged surgery/donuts were revised. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes; there was a 2 hour delay in operating room.

Manufacturer narrative:
(B)(4).